Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on resetting the pump, which were successfully followed. The malfunction did not recur, and the customer may continue using the pump with the understanding to report if the issue happens again.